Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing palpitations. It was noted that the presenting electrogram showed an atrial arrhythmia with intermittent atrial undersensing. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.